Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6)2013 the receiver displayed an out of range signal for over 12 hours. Dexcom requested the patient to return their original receiver, but no data or product was returned for investigation. At the time of contact with dexcom technical support, patient reported to be in fine condition and did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported permanent loss of "y". The root cause was unable to be determined-post investigation.